Event description:
It was reported that the device delivered 18.241ml out of 20.0ml at a rate of 50ml/hr. The event occurred during testing; no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed no physical damage. Event history log showed no evidence to review. Functional testing was able to replicate the reported issue; the pump was found to be under-delivering according to specifications. The root cause was determined to be the expulsor out of specification. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.